Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent failed to advance inside the guiding catheter and when the device was removed, the stent strut was found to be lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.